Manufacturer narrative:
(B)(4). Evaluation findings of fiber broken within the connector. Evaluation findings of tip cracked. One accumax 200 laser fiber was received for analysis. Visual examination revealed that the exposed glass fiber tip measured 3.5 mm and appeared used. Examination under magnification revealed the condition of the glass tip appeared slightly chipped. There were no signs of damage or other imperfections along the body of the laser fiber. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face, this indicated that the fiber was broken within the connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. No aiming beam was visible therefore effective laser transmission was not measured. The condition of the returned device confirms the reported event. The most probable root cause classification of this investigation is operational context. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that an accumax 200 laser fiber was used during flexible nephrolithotripsy procedure performed on (B)(6) 2016. Reportedly, the laser unit used was a stonelight holmium laser (ams) with laser settings of 1000jx500hz. According to the complainant, during the procedure, the laser fiber would not conduct energy upon activation. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector and the glass tip was chipped.